Event description:
The complaint was reported as: the customer alleges that the tube broke during use. The tube was being used to assist with an uncontrolled nose bleed. During the placement of the tube; the red rubber on the outside of the tube leaked. An attempt was made to place a monitor over the leak and the tube broke. The pt condition is reported as fine. Intervention: a nasal pack had to be inserted to slow the bleeding. The pt condition is reported as fine.

Manufacturer narrative:
A visual and functional inspection of the product involved in the complaint could not be conducted since the product is not available for eval. The lot number provided (037069-1) is invalid number, based on this no DHR (device history record) review can be performed at this time. If the lot number becomes available at a later date, the investigation will be re-opened accordingly. No corrective action can be established since the defective sample was not received for eval. No conclusion can be established at this time based on the lack of the defective sample. It is necessary to have the physical sample in order to perform a properly investigation. If the product sample becomes available this complaint will be re-opened.